Manufacturer narrative:
The sample was received contaminated with blood. The visual inspection was performed to the sample through the bag using naked eye. The spike was broken. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood set leaked after the spike broke as it was inserted into the blood bag. This issue was identified during setup and before use by a patient. There was no patient involvement. No additional information is available.